Manufacturer narrative:
The customer-reported blank display was not able to be confirmed or reproduced during investigation testing. The driver passed all functional requirements and a power cycle test with installed known functioning test onboard batteries. During each power cycle the display was properly illuminated. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the backup freedom driver exhibited a blank screen when batteries were inserted.